Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in brazil, during a transcatheter aortic valve replacement (tavr) procedure using a 29mm sapien 3 ultra resilia valve, there was some resistance when the delivery system exited the tip of the esheath. When the devices were removed it was noted that the distal tip of the esheath was torn and the balloon was noted to be at negative pressure. The patient did not suffer any injury and was stable after the procedure.